Event description:
The surgeon reports an implantation of a (B)(4) intraocular lens in the pt's left eye on (B)(6), 2011. The pt returned for a post-op visit on (B)(6), 2011, the surgeon then noted that the lens was dislocated. On (B)(6), 2011 the surgeon removed the lens and then enlarged the incision in order to implant another iol using forceps. There were no complications noted during the surgery.

Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.